Event description:
It was reported the poly liner did not seat correctly into the cup. Cup was able to seat correctly with new liner. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00875705801-58mm o.d. Size ll porous uncemented with cluster holes shell use with ll liners-64904566. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: g3; h2; h3; h6 complaint sample was evaluated and the reported event was confirmed. Visual review of the device confirms item and lot etch. Outer spherical surface shows screw hole damage. Side view of locking feature, anti-rotation scallops, and face of device shows nicks, gouges, and deformation from attempted implant and explant. Screw deformed inner and outer spherical surface. No other damage was noted. Review of the device history records identified no (related) deviations or anomalies during manufacturing. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.